Manufacturer narrative:
The device/lead remains in service at this time. If additional information is received, this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 which is indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed, but due to the patient being in hospice the device therapy has been programmed off. No device replacement is planned at this time. The device remains in service. No adverse patient effects were reported.